Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records were reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual inspection & functional/performance evaluation: the device was not returned; therefore, no visual inspection or functional testing of the device was performed. Medical records review: medical records were not provided for review. Image/photo review: images/photos were not provided for review. Conclusion: the device was not returned. Images were not provided. The investigation is inconclusive for the alleged failure. The reported event is a known issue with the device. Excess glue was found to be in the filter of the pressure gauge of the device. Forefront medical technology has changed the gluing method and rejection criteria for the device in manufacturing. Labeling review: the current IFU (instructions for use) state: precautions: carefully inspect the device prior to use to verify that it has not been damaged during shipment. Do not use if device damage is evident. Discontinue use of the device if damage, malfunction or contamination is suspected during use. For experienced physician use only. Good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the initial inflation, the pressure gauge on the inflation device allegedly would not measure pressure. As the balloon inflated, the gauge allegedly displayed no pressure reading and then suddenly started displaying the pressure. Reportedly, another inflation device was used to complete the procedure. There was no reported impact or consequence to the patient.